Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#: 1627487-2011-05600. The pt received her scs system on (B)(6) 2011 including two percutaneous leads (from different lots). It was reported the pt has been experiencing back and side pain whether the stimulation is on or off. Her pain pattern is low back and bilateral legs. The pt met with an sjm representative and her physician's assistant (pa) to discuss the issue. The pa thinks the scs system is not the cause. X-rays were taken, but the results are unk. No further information is available at this time.